Event description:
The doctor was ejecting the malyugin ring from the cannula and as soon as the glued portion was ejected he noticed it was broken. As the ring wasn't fully ejected he was able to just pull it back into the cannula and remove it. A second ring was used to complete surgery and there was no impact to the patient.